Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) still has swelling. The company representative then advised the patient to contact the physician. Attempts to obtain additional information but were unsuccessful. There were no additional adverse patient effects reported. The ICD remains in service.